Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4)implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The manufacturer representative reported they were sent x-ray images by an health care provider (hcp) suspecting the patient's implantable neurostimulator (ins) had flipped. It was later confirmed that the device had not flipped but was overdischarge. The reason for the overdischarge was due to patient compliance with charging. They had not used the stimulator in over a year because they had always had difficulty charging due to poor coupling. To add to the coupling difficulty the patient also injured their rotator cuff that made it almost impossible for them to reach around to the battery site to charge. On (B)(6) 2015 six physician mode recharge (pmr) attempts were performed but were unsuccessful in recovering the device. The patient was going to follow-up with their health care provider (hcp) in (B)(6) 2015 to discuss their therapy and plan of care. Indications for use are as follows: 099 post-lumbar laminectomy syndrome